Manufacturer narrative:
(B)(4). (B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It is reported that perigee was implanted on (B)(6) 2009. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2004 in order to treat incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, and dyspareunia (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to pelvic prolapse, urethra hypermobility and cystocele.